Event description:
It was reported to medtronic minimed that the customer had been requested for rewind but the piston is not going down and a damage prior to use. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed, customer completed rewind and load reservoir process successfully. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump alarmed pump error 38 during the rewind test and the motor slide did not move. Unable to perform the prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm. Pump was cut open to perform visual inspection and found corroded motor home switch and force sensor. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with scratched case during the visual inspection. Pump error 38 alarm and the motor slide did not move during the rewind test due to corroded motor home switch. Damage out of the box not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.